Event description:
The rptr stated that during a spinal surgery procedure, the manta ray anterior cervical plate locking tab did not completely come over the head of the screw after tightening. It came part of the way over the screw head but not as far as the surgeon would have liked.

Manufacturer narrative:
As a result of integra's two year retrospective review, which is still ongoing, integra concluded that this medical device report should have been submitted at the time that the complaint was received. No product was available for eval as the implants were used to complete the surgery. The surgical technique was evaluated to address the issue. The locking tab interface issues were addressed in the failure modes and effects analysis (fmea) in the design dossier. Integra considers this complaint investigation closed. Further incidents of this nature will be documented for recurrence and trending purposes.